Event description:
Patient reported right side rupture. Healthcare professional later reported ¿silicone laps¿ or ¿>metastatic laps in right axillary level I and right internal mammary chain," and ¿silicone lap¿right axillary level 1," and "enlarged lymph nodes in right axillary level I and right internal mammary chain, indeterminate." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo analysis: visual analysis of the photographs identified: rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy-breast: unable to observe since it is not related to the device. Silicone migration-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional, later reported, ¿silicone laps¿ or ¿metastatic laps in right axillary level I. And right internal mammary chain" and ¿silicone lap right axillary level 1". And "enlarged lymph nodes in right axillary level I and right internal mammary chain. Indeterminate".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device has been explanted.